Event description:
The actual residual volume was greater than the expected residual volume; they retrieved 20cc from the pump and they expected less than that. The device system was used to deliver morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).